Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a intellanav mifi open-irrigated ablation catheter was used in an atrial fibrillation ablation procedure. During the procedure it was noted that the catheters irrigation port was broken leading to the loss of catheter irrigation. The catheter was exchanged and the procedure was completed.

Manufacturer narrative:
Visual inspection of the device showed irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed.

Event description:
It was reported a intellanav mifi open-irrigated ablation catheter was used in an atrial fibrillation ablation procedure. During the procedure it was noted that the catheters irrigation port was broken leading to the loss of catheter irrigation. The catheter was exchanged and the procedure was completed.